Event description:
It was reported that during the procedure of posterior circulation cerebral infarction with left va (vertebral artery) occlusion. Guidewire and microcatheter was used to go through v4 (vertebral artery- section 4) to pca (posterior cerebral artery) p2 segment and balloon angioplasty (balloon dilatation) was performed. After placement of the stent at the target lesion under fluoroscopy, the microcatheter was withdraw slightly to remove any slack from the stent system. And the position of the stent delivery wire was maintained while trying to retract the stent delivery microcatheter for deployment. However the catheter could not be pulled, so the stent could not be deployed. Then the operator withdrew the stent out of patient's body and found the taper tip was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. The subject stent was returned for analysis and it was discovered that the stabilizer was not broken/fractured. There was no clinical consequence to the patient reported as a result of this event.

Manufacturer narrative:
B5 executive summary - corrected. D4 expiration date - added. D10/d11: concomitant medical products: product available to stryker ¿ updated. D10/d11: concomitant medical products: returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the delivery catheter was flattened at 35cm from the distal end. The distal 18cm section of the delivery catheter was flattened in several locations. The distal taper tip was noted to be intact at the distal end of the delivery system. During functional inspection the delivery catheter was flushed, and blood exited. The stabilizer was advanced with friction noted and the stent was deployed without difficulty, there were no anomalies noted to the stent. There were no anomalies noted to the stabilizer within the catheter. The taper tip was removed to facilitate analysis of the stabilizer and catheter. A patency mandrel experienced friction through the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information the catheter could not be pulled so the stent could not be deployed. Then the operator withdrew the stent out of patient's body and found the taper tip was broken. The device was returned and the distal taper was confirmed to be intact, therefore an assignable cause of not confirmed will be assigned to the reported stent stabilizer broken/fractured during use. The returned device was damaged, causing friction during deployment attempt. It is probable that the device was damaged during the clinical procedure causing the difficulty experienced to deploy the stent. An assignable cause of procedural factors will be assigned to the analyzed stent delivery catheter flat/crushed and stent stabilizer/catheter friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of posterior circulation cerebral infarction with left va (vertebral artery) occlusion. Guidewire and microcatheter was used to go through v4 (vertebral artery- section 4) to pca (posterior cerebral artery) p2 segment and balloon angioplasty (balloon dilatation) was performed. After placement of the stent at the target lesion under fluoroscopy, the microcatheter was withdraw slightly to remove any slack from the stent system. And the position of the stent delivery wire was maintained while trying to retract the stent delivery microcatheter for deployment. However the catheter could not be pulled, so the stent could not be deployed. Then the operator withdrew the stent out of patient's body and found the taper tip was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.